Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a spider fx embolic protection device with a non-medtronic 6fr sheath during treatment of a calcified, 95% stenosed lesion in the patient¿s mid popliteal artery of diameter 5mm. The IFU was followed and the device was prepped without issue. A hawkone device was also used in the procedure. It was reported that the filter wire came back when debulking and came in close contact with the spider fx. When the physician pulled it back the filter detached. The filter was retrieved with a snare and a new spider fx was used to complete the procedure with the same hawkone atherectomy device.